Manufacturer narrative:
Device evaluation of battery pack has been completed. The cause of the battery pack not starting up the monitor was a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit, which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack.

Event description:
A male patient returned his system to lifecor. When one of the battery packs was placed into the monitor to verify the patient's name, the battery pack would not power up the monitor. The other battery pack functioned normally.